Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during basal and bolus deliveries. The customer's blood glucose (bg) level was 367mg/dl at its highest and a correction bolus was delivered to address the bg level. The customer performed a supply change and another occlusion alarm announced. System check was performed and the pump performed as intended. The customer changed their infusion set site and another occlusion alarm announced. The customer delivered a 5 unit bolus and did not observed any insulin exit the cartridge pigtail. Tandem technical support (cts) informed the customer that this indicated that the occlusion was within the cartridge. Reportedly, the customer uses u-500 insulin with the pump. Cts informed the customer that u-500 is not a compatible insulin to use with the pump. The customer was to change the cartridge after the call. The customer declined a follow-up call and also declined further assistance with the cartridge change.